Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient had ¿fire¿ sensation for the past two weeks. It was noted that the patient did not have a ¿fire¿ sensation last night when they turned the stimulation off. It was noted that when the fire sensation occurred the patient was unsure if it was during recharging as it was random and it was unknown if the temperature screen was seen during charging. Additional information received reported that the patient had burning at the pocket site and battery. It was noted that the patient indicated that they did see the thermometer symbol display on the recharger at times. It was noted that also just the antenna on the implant caused pain and discomfort. It was noted that the impedances were normal. It was noted that the pocket site did feel warm but it was not red. It was noted that it was puffy and tender. It was noted that the patient did wear a belt when recharging. It was noted that it was confirmed from the recharging statistics that the temperature symbol was display. It was noted that the patient had the stimulation off for a few days. It was noted that when recharging the skin got very hot. It was noted that there was no burning when the implant was turned off but the pocket was still warm to the touch and painful and tender. It was noted that there was noticeable swelling. It was noted that the patient felt stimulation in the normal location. It was noted that it was confirmed that they were not getting any call doctor icons. Additional information received reported the patient was rescheduled to be seen on 2014 (B)(6). There was no further information available at the time of the report. Additional information received reported that the patient was seen in the clinic on the day of the report. It was noted, the patient had a sedimentation rate (sed rate) drawn which was normal and the health care profession felt the pocket looked fine with no warmth or redness so it did not suspect an infection. The pocket was injected with a local anesthetic and the burning went away. It was noted that if the local did not work, they would inject the pocket with a steroid at the next visit. If that failed, they would do a revision.